Event description:
A user facility reported that an intraocular lens (iol) had been exchanged for the same model, different diopter lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis, and the reported complaint could not be identified, no reason was given for the explanted lens. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).